Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with automated peritoneal dialysis therapy. The cause of the events was not reported. Treatment for the events was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the events. No additional information is available.